Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the insulin pump alarmed calibration error and would not accept her attempts to calibrate, since they were delayed. The blood glucose reading went from 220 mg/dl, down to 157 mg/dl, then 64 mg/dl, up to 107 mg/dl, and finally to 205 mg/dl. She noted that the insulin pump alerted a low glucose reading of 40 mg/dl; it was unclear whether this was a sensor or blood glucose reading. She was advised to wait until her blood glucose levels were stable before calibrating and to always use the most current blood glucose reading. The most recent blood glucose reading was 222 mg/dl. She added that she had received a steroid shot at her last visit to the doctor. She was advised that her being sick may cause issues with the continuous glucose monitoring system. She was assisted with sensor use protocol. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.